Event description:
Report received of an inadvertent bolus dose of pitocin being delivered. It was reported that a pt in labor and delivery was being set up for a pitocin drip. The registered nurse loaded the cassette into the pump and received cassette failure alarms several times. According to the customer contact, while reloading the tubing, the registered nurse noted that the fetal heart tones had dropped into the 60's and the pt was having strong contractions. The pitocin was clamped off, the pt was placed in a lateral position given oxygen and additional IV fluids. The customer contact reported that as the registered nurse was adjusting the pump and tubing, an inadvertent bolus dose of pitocin was given. There was no adverse effect on the pt or the baby. The customer contact reported that the pt and baby's condition returned to baseline. There was no additional info available.